Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The sample was a pour off sample in a false bottom tube had an initial result of <0.1 miu/ml, accompanied by a data flag. The sample was repeated on the same analyzer and generated a repeat result of 135 miu/ml. The sample was repeated a second time on the same analyzer and generated a second repeat result of 102 miu/ml. The customer then ran the "master" primary tube on another analyzer and generated a result of <0.1 miu/ml. The customer deemed the result of <0.1 miu/ml from the "master" tube to be the correct result. No erroneous results were reported outside of the laboratory. There was no adverse event. The customer noted that there no instrument alarms. The customer was not using the recommended rack adapters. The lot of hcg+b reagent in use was 17160105, with an expiration date of 06/30/2014. The field service representative found that the sample and the "master" tube had clots. He checked all sample and reagent dispensing. He also reviewed hcg+b calibration and qc, which were in range. He also performed measuring cell checks, which passed. The customer repeated the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.